Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. The device evaluation found the touch panel was not displayed and inoperable, and the harness connected to the cp board was half disconnected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center displayed e333 error code during an unspecified procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Based on the results of the investigation, inspection and testing was unable to confirm the reported code error b333, therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.